Manufacturer narrative:
On 10/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019, mentor became aware that patient went bilateral replacement and both devices were intact. However, gel leak was found on the right side and patient also suffered right side capsular contracture; baker grade ii. Hence, device code has been updated to gel leak and patient code capsular contracture has been added on this form. On 10/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/14/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, creases were observed on the posterior view. Leak testing was performed in accordance with mentor procedures and it revealed two tears within the creases, both measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. However, gel bleed could not be confirmed since the integrity of the shell was compromised due rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, mentor became aware that date of explant is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 320cc mentor memorygel breast implant; catalog number: 3507320mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 320cc mentor memorygel breast implant and was presented with breast implant rupture on her right side confirmed via sonogram on (B)(6) 2018. As a result, the device will be explanted on (B)(6) 2019.